Manufacturer narrative:
(B)(4). A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. As a sample was not returned, a device analysis could not be conducted. However, it was reported that the patient reused single-use supplies during peritoneal dialysis therapy. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused supplies during peritoneal dialysis therapy. The patient stated that when they changed their cassette they reconnected the same solution bag to the new cassette. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.